Event description:
It was reported by service report that the unit had no power and the nurse call was not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - nurse call board malfunctioned.